Event description:
The manufacturer received information alleging a trilogy evo USA that a patient had from (B)(6) 2025 displayed vent inoperative with a red screen and they are unable to do anything. The filters were checked to be fine but still replaced, in addition a "hard shut down" was performed however, the issue remained. The device was replaced with another. The reporter stated that the replacement device taken out on (B)(6) 2025, is now displaying the vent inoperative with the red screen and they are unable to access anything on that either. The reporter admitted having the devices plugged into a surge protector and was advised to plug the ventilator directly into a wall outlet. The device will be returned for evaluation. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.